Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that tabs on the bedsides were not changing colors for alarms/inop messages. No adverse event was reported.